Event description:
It was reported that the patient was getting pain relief from the spinal cord stimulation (scs) but had pain at the implantable neurostimulator (ins) site at her hip. It was noted it had always hurt but there had been occasions that it hadn't. The pain site was at the hip bone and over slightly to the left. The reporter noted the pain had been there since the incision started to heal. It was noted the incision between the shoulder blades hurt too, which the patient was told by the health care profession was the site where they tied the ends together. It was noted the health care professional thought the scar tissue could cause the pain. The reporter noted that the patient was taking hydrocodone 99% of the time and two times a day because the implant site hurt. It was noted the health care professional had checked the patient's implant site and they didn't know the cause of the pain. The reporter noted the patient had felt shocking sensation from the implant before. It was noted that the patient had a mild stroke in (B)(6) 2013, but the health care professional said it was not related to her pain. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information received reported that the patient had concerns/questions about her device, but had not sought further help.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), implanted: (B)(6) 2013, product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).